Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked battery compartment). Device p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: faded serial number label, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, cracked keypad overlay, cracked reservoir tube lip, minorly scratched lcd window, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked case on battery tube was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.